Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually evaluated and it was seen that the plate fractured through the smallest cross section of the plate; therefore, the complaint is confirmed. It is unknown what configuration and how many screws were used to secure the plate to the bone. There were no x-rays or CT scans sent with the complaint, so the patient¿s anatomy remains unknown. The patient underwent mandibular reconstruction in (B)(6) 2013 and the plate was implanted at that time. It was stated that the patient fractured the implant while eating. The type of food the patient was eating when the plate fractured was not given. The most likely underlying cause of this complaint is due to excessive force being applied to the implant while eating. There was one screw that was drilled out to release the implant. Since the screw is drilled out the exact part number cannot be identified. The instructions for use states under warnings, ¿the patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, and load bearing.¿ there are no indications of a manufacturing defect.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient had mandibular reconstruction performed in (B)(6) 2013; the exact date is unknown. It was reported the plate broke while the patient was eating. A revision surgery was performed (B)(6) 2016 to remove the broken plate and implant a new plate.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.